Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Device used for treatment and not diagnosis. The returned aiming arm was manufactured in may 2003, and is over 9 years old. During this evaluation, the returned aiming arm was assembled with a known good blade guide sleeve and buttress nut. The buttress nut was retained by the returned aiming arm on each attempt during this evaluation. The nut was rotated and translated on the shaft and was retained each time by the returned aiming arm. The complaint condition could not be replicated during this evaluation. The buttress-compression nut drawing specifies the outside diameter of the retaining flange as 28.6 at lmc. The 130 degree aiming arm body drawing specifies the capturing diameter as 27.2 at lmc. As a result, a nominal overlap of 1.4mm exists at lmc for all components. The design is adequate for it's intended use and did not contribute to this complaint condition.

Event description:
It is reported that during surgery for a left hip tfn on (B)(6) 2013, the aiming arm kept disengaging every time the surgeon advanced the buttress compression nut. The surgeon stopped trying to advance the sleeve after three attempts. He was able to adjust the positioning and felt everything was ok. Surgery was prolonged approximately 2-3 minutes. No adverse event to the patient was noted. This is 1 of 1 reports for this event.